Event description:
The following was reported "patient received ltha. Wasn¿t happy with it so cup, screw and neutral liner were revised. Mdm was implanted."

Manufacturer narrative:
Reported event: events regarding revision involving an unknown shell were reported. The events were not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following was reported "patient received ltha. Wasn't happy with it so cup, screw and neutral liner were revised. Mdm was implanted." Update per medical records received: patient was revised due to acetabular malposition and loosening whereby the shell and liner were revised. A trident ii multihole shell, 3 screws, and mdm liner construct with metal femoral head were implanted.

Manufacturer narrative:
Reported event: events regarding malposition/loosening involving an unknown shell were reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total hip arthroplasty since I was able to review the x-rays. I can also confirm that the patient had a revision of the acetabular cup since I was able to review post revision x-rays and the implant usage sheet. I was also able to review the operation note for the primary left total hip arthroplasty. A partial operation report was present for the surgery on (B)(6) 2024 that stated, "it was clear that the polyethylene had disassociated from the femoral head and the femoral head was articulating with the metallic liner." Therefore, I can confirm the disassociation based upon the above quote. Root cause analysis: assuming that there was a disassociation of the femoral head from the adm liner, the root cause of this event cannot be determined with certainty. If it happened, the causes of disassociation of the head from the polyethylene acetabular liner are multifactorial. One cause could be surgical technique in the way that the implants are prepared and assembled. If the disassociation occurred directly after the closed reduction, it is possible that the reduction maneuver may have contributed to the uncoupling. I would not attribute any causality to the patient¿s lifestyle, activity level or bmi. The dislocations could be attributed to surgical technique, implant positioning, as well as patient factors such as lifestyle, activity level, bmi, and compliance with post operative instructions." Product history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to shell malposition and loosening. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total hip arthroplasty since I was able to review the x-rays. I can also confirm that the patient had a revision of the acetabular cup since I was able to review post revision x-rays and the implant usage sheet. I was also able to review the operation note for the primary left total hip arthroplasty. A partial operation report was present for the surgery on (B)(6) 2024 that stated, "it was clear that the polyethylene had disassociated from the femoral head and the femoral head was articulating with the metallic liner." Therefore I can confirm the disassociation based upon the above quote. Root cause analysis: assuming that there was a disassociation of the femoral head from the adm liner, the root cause of this event cannot be determined with certainty. If it happened, the causes of disassociation of the head from the polyethylene acetabular liner are multifactorial. One cause could be surgical technique in the way that the implants are prepared and assembled. If the disassociation occurred directly after the closed reduction, it is possible that the reduction maneuver may have contributed to the uncoupling. I would not attribute any causality to the patient¿s lifestyle, activity level or bmi. The dislocations could be attributed to surgical technique, implant positioning, as well as patient factors such as lifestyle, activity level, bmi, and compliance with post operative instructions." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.